Event description:
A customer contacted baxter's technical service center to report there was liquid on floor during initial drain of therapy on the home choice device. The service representative told the caller to end therapy and start over with new supplies (dv=1939ml). The home patient was unsure of where the liquid on the floor came from. The service representative told the caller to contact the nurse regarding possible exposure, if any, to non-sterile air. No patient injury or medical intervention was associated with this incident.